Event description:
There was premature deployment of the stent. A percutaneous transluminal angioplasty of the superficial femoral artery was performed. There was heavy calcification and vessel tortuosity with 100% stenosis present. The sheath was placed in the contralateral common femoral artery. Guidewire was introduced and advanced crossing the lesion without difficulties. There were no anomalies noted during product inspection or when prepping device and instructions for use were implenebted, the involved smart control device followed the wire, however the distal part of the stent prematurely deployed inside the sheath, upon passing the bifurcation, despite the lock-pin being intact. The stent delivery system was retrieved over the wire safely through the stent without loosing target site. There was no injury to the pt reported.